Manufacturer narrative:
The insulin pump was received with no button response due to corroded keypad traces. The device ws unable to perform any tests due to the unresponsive buttons. The device was received with moisture damage on the electronics assembly, a cracked reservoir tube lip, cracked casing near the display window corners, cracked display window, and a severely scratched display window. (B)(4).

Event description:
The customer reported via phone call that their insulin pump was exposed to moisture; the customer's granddaughter caught her foot on the infusion set tubing and dropped the insulin pump in the sand along the water. The patient's blood glucose at the time of incident is unknown; however, the patient's blood glucose was 115 mg/dl this morning. Troubleshooting was initiated for the exposure to moisture and the customer confirmed that there was fluid under the lcd display. There was no other damage or issue with the insulin pump. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan per health care professional's instruction. The insulin pump was returned for analysis and a replacement device was shipped to the customer.